Event description:
Customer reported that a 2.7 variax2 bone screw head sheared off leaving the shaft in the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction: d9/h3 - device not returned. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the affected device was not returned and the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed. H3 other text : device disposition is unknown.

Event description:
Customer reported that a 2.7 variax2 bone screw head sheared off leaving the shaft in the patient.